Event description:
It was reported that the guidewire was stuck. The target lesion was located in the deep vein thrombosis (dvt). An angiojet zelante catheter was selected for use. During the procedure, the catheter was flushed and the .035 wire was stuck inside. After this, the wire was removed, and the flushing process was repeated. The catheter was flushed from the rear hole with saline, and the wire worked fine. The procedure was completed with another of the same device. There were no patient complications as a result of this event.